Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v535584, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the lead wire is floating around and the patient can feel it on their butt cheek. If the patient falls or bumps the ins, it burns and they can put their fingers under it and move it around their butt cheek. The patient does not know when this started. They saw their physician a couple months ago and the physician offered to "hook it up again" but the patient does not want it re-implanted. The lead is so obvious under the skin that the patient could make an incision herself and pull it out. Patient services recommended the patient follow up with managing healthcare professional (hcp) and let them know about the discomfort they feel and request for a removal.